Event description:
It was reported that the device was explanted after an implant duration of zero days. On 04/12/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010: "a sliding plasty of p3 was performed and a 30 mm physio-ring was also placed around the mitral valve. This was tested at this time and was found to still have a leak at the p3-a3 level areas. At this time, given the complexity of mitral valve lesions, we decided to replace the valve. The ring was removed and mitral valve was preserved completely and the chordae were not resected."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider via fax, the operative report was provided. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.